Event description:
(B)(4). Here is a long list of things that have happened and or are still happening since essure has been placed inside me. Weight gain, bloated belly. Prego belly, moody, hot flashes, nausea, vision and dental problems, fatigue, exhaustion, anxiety, numbness and tingling in arms and hands, brain fog, migraines, depression, periods are extremely heavy. And feels like my insides are falling out cramping, uti , kidney infection, acne, random hair growth, heartburn, acid reflux, heart palpitations, painful sex. And my boyfriend has broken out in a rash that is believed to be a reaction to the nickel from the coils. I want these out of me.